Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on 07/aug/2020 a patient contact for a male patient on peritoneal dialysis (pd) contacted fresenius technical support for assistance with canceling a treatment. The patient had just returned from the hospital and received a power fail recovery failed when powering up the liberty select cycler. Technical support assisted the patient contact . Attempts to obtain additional information were unsuccessful. It is unknown why the patient was at the hospital. It is unknown if the patient had been in the emergency room, admitted for hospitalization or in the hospital for an appointment. Although there is no information pertaining to the hospital, there is no allegation of a device malfunction or deficiency related to the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient returned from the hospital and needed assistance with cancelling their pd treatment. The patient was not ready to setup the cycler. The power fail recovery failed message occurred during powering up of the cycler. The resume treatment button was grayed out. The technical support representative assisted the patient with cancelling their pd treatment. Additional information was requested, however; to date has not been provided. However, it is unknown why the patient was at the hospital. It is unknown if the patient had been in the emergency room, admitted for hospitalization or in the hospital for an appointment. Although there is no information pertaining to the hospital, there is no allegation of a device malfunction or deficiency related to the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.